Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse visited the site and replaced the integrated electrosurgical unit (iesu) due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found reported issue was confirmed through system logs, with numerous c-34 errors logged and related c-43 and c-30 errors. Multiple additional c and m error patterns were observed over time. During failure analysis, the event was replicated, with the unit showing a c-34/c-00 error at startup. Erbe unit will be sent to the original equipment manufacturer for further investigation. The complaint was not confirmed based on the field evaluation. The probable cause of this issue is attributed to a faulty electrical component inside the erbe generator. Error c-34 indicates a lower voltage than expected during energy activation and error m-11 indicates internal timeout.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-34 occurred against the erbe. The error reoccurred after the customer performed a power cycle of the erbe. The intuitive tech support engineer (tse) advised trying another monopolar energy mode or using a backup external generator. There were no reports of patient injury. Intuitive followed up with the customer and received the following additional information: the procedure was completed using a backup generator.